Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: no photographs were received for this issue for evaluation in accordance with work instructions (wis). No samples were available for this complaint, and therefore it was not possible to confirm the complaint. Batch record revision results: lot 4a06946 was manufactured on 31/jan/2024, in mlk-3 line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 22/aug/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1051278 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 22/aug/2024, complaints investigator ran a query in database in order to verify the complaints reported for the 4a06946 lot for the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ defect and no additional complaint was identified. Historical nonconformance review: on 22/aug/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ defect for the lot number 4a06946 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following test is performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: tm-002 m8 "visual inspection": ¿ frequency: (B)(6) per hour (80 pouches per turn) ¿ sample quantity: (B)(6) per turn ¿ acceptance criteria: accept = 0 / reject = 1 defect rate analysis: there have only been 1 defective parts confirmed to date from a lot size 17,500 products. This represents a defect rate of only (B)(6), which is well within an appropriate acceptable quality level (aql) for this defect which should be 1% based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 1.0. To date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: as no photographs or samples were available for this complaint issue, it was not possible to raise an investigation for the issue reported. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Event description:
It was reported that the pre-cut hole of wafer was off centered and the adhesive in center was disintegrated quickly. The product was used by customer. No photo was available at this time.